Manufacturer narrative:
Not applicable.

Event description:
Complainant address and telephone: (B)(6). P027 (rash or skin irritation or bruising): a us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a lotion for the skin irritation. Follow up indicated that the skin irritation improved.